Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, hypertension, herniated disc and adenomyosis. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (uterus supracervical hysterectomy (partial) on (B)(6) 2013). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded on (B)(6) 2012, ultrasound scan vagina revealed inhomogeneous extroverted uterus with a 1.3-em uterine fibroid. Small amount of free fluid. Concerning the injuries reported in this case, the following were confirmed in patient's medical record: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, dysmenorrhea (cramping) and pain. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menstrual hemorrhaging/abnormal bleeding vaginal, menorrhagia') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, hypertension, herniated disc and adenomyosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea cramping"), 1 year 1 month after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (uterus supracervical hysterectomy (partial) on (B)(6) 2013 and partial hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following were confirmed in patient's medical record: pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, hypertension, herniated disc and adenomyosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 1 month after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (uterus supracervical hysterectomy (partial) on (B)(6) 2013 and partial hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following were confirmed in patient's medical record: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received- new events- "post procedural complication, gen. Abnormal bleeding" added, reporters were added. Event outcome of pain and bleeding was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual hemorrhaging") in a female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.